Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the ins battery was not holding a charge and the patient was charging more often. The patient reported full charges used to last 2-3 weeks, and now they are lasting 4-5 days even though the patient ¿hardly used it.¿ it was clarified that the therapy was on at all time, just the stings were not being changed as often. The patient was not recently reprogrammed and did not switch to a new group. The patient said he uses more than one program, but there has been no change in his daily routine. The patient reported charging the ins to 100%. The patient declined troubleshooting and following up with a healthcare provider (hcp) because he needed to update the ins. The patient offered contradicting information stating he had the ins for 8 years, but records show it was implanted 4 years ago. The patient said it needed to be updated for full body MRI compatibility. The patient reported the update was not related to any device issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device wasn't charging properly. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery was not holding the charge in the last month. The patient said the device helped a lot and they were going to be getting a replacement. The patient said the surgery was delayed by the healthcare provider (hcp) office. The patient said he was sick of the pain and is stressed from being asked for his weight. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the the previous implant was replaced because the implant quit. Patient also stated the previous implant was not MRI compatible and was old.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's battery won't hold a charge very long. Patient reported he would be having surgery to have device replaced on (B)(6) 2019.